Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("organ and/or tissue perforation") and device dislocation ("device migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and pelvic pain ("including pelvic pain"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy and removal of misplaced essure due to complication). At the time of the report, the fallopian tube perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and pelvic pain to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation/ perforated one of the fallopian tubes migrated at top of the uterus/ left insert has migrated outside of the fallopian tube') and device expulsion ('device migration/migration of essure device location of device: uterus') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (last delivery date (B)(6) 2015) and parity 3. (B)(6) 2015 diagnosis: a. Left fallopian tube (tubal ligation): - completely transected fallopian tube. B. Right fallopian tube (tubal ligation): - completely transected fallopian tube. Concurrent conditions included abdominal pain and edema abdomen. Concomitant products included docusate sodium, ibuprofen, minerals nos;vitamins nos (prenatal vitamins), nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("including pelvic pain"). In april 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In may 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy and removal of misplaced essure due to complication). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: impression: 1. Small amount of free fluid in the pelvis. 2. Mild edema adjacent to the colon in the left and right lower quadrant most likely is related to the free fluid however mild colitis could be present. 3. No additional abnormality.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression¸ mental anguish were added. Pt of device dislocation updated to device expulsion. Outcome of pelvic pain updated to recovering / resolving. New reporters, patient information, medical history, lab data, concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("organ and/or tissue perforation") and device dislocation ("device migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and pelvic pain ("including pelvic pain"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy and removal of misplaced essure due to complication). At the time of the report, the fallopian tube perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality-safety evaluation of product technical complaint incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation/ perforated one of the fallopian tubes migrated at top of the uterus/ left insert has migrated outside of the fallopian tube / migration') and device expulsion ('device migration/migration of essure device location of device: uterus') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (last delivery date (B)(6) 2015) and parity 3. (B)(6) 2015 diagnosis: a. Left fallopian tube (tubal ligation): - completely transected fallopian tube. B. Right fallopian tube (tubal ligation): - completely transected fallopian tube. Concurrent conditions included abdominal pain and edema abdomen. Concomitant products included docusate sodium, ibuprofen, minerals nos;vitamins nos (prenatal vitamins), nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("including pelvic pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced depression ("depression / psych injury") and anxiety ("mental anguish / psych injury"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy and removal of misplaced essure due to complication). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: impression: 1. Small amount of free fluid in the pelvis. 2. Mild edema adjacent to the colon in the left and right lower quadrant most likely is related to the free fluid however mild colitis could be present. 3. No additional abnormality.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events abdominal pain added. Event fallopian tube perforation was clubbed with event migration. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.